Event description:
The customer alleged taht the audio alarm function intermittently. The facility's customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The audio alarm was replaced as a precaution. It is not verified that the audio alarm was intermittent, and no malfunction may have occurred. There was no pt involvement.